Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. The device was returned for analysis. Visual and microscopic inspection revealed a kink in the sheath assembly. The imaging core was wind up and the imaging window was detached. The imaging window was not returned for analysis. Media was provided by the client that shows a good image and, in the end, a poor image.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that crossing difficulty occurred. The 81% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device was unable to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported. However, device analysis revealed the imaging widow was detached.